Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems found in the event history log. Visual and functional tests were performed. The problem could not be duplicated. The motor sensor will be repaired, but no cause of the problem was established.

Event description:
It was reported that there was an error code: 41541. There was no patient involvement.